Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Please note: a gore excluder aaa endoprosthesis contralateral leg component (lot#04559628) was also implanted. Please note: this event was previously reported under medwatch #: 2017233-2006-00343; that medwatch number was used in error. Summary: thirty-six days after implantation, this gore excluder aaa endoprosthesis was removed due to aorto-duodenal fistula. The device was submitted to gore for investigation. The device consisted of trunk-ipsilateral leg and attached contralateral leg. The abluminal surface was diffusely brown tan with lightly adherent plaques of tissue. There was minimal abluminal tissue. The lumen was widely patent. Histologic eval of several abluminal tissue specimens revealed the presence of fibrinous thrombus with entrapped erythrocytes. In one section, gram-positive bacteria accompanied by inflammatory infiltrate were identified. This is consistent with the clinical diagnosis of enteric fistula. After specimens were collected for histologic eval, the device was enzymatically digested to remove any remaining adherent tissue. The device was subsequently examined for physical disruptions with the aid of a stereomicroscope. No physical disruptions to the stent or graft were identified.

Event description:
In 2006, a gore excluder aaa endoprosthesis trunk-ipsilateral leg component and a gore excluder aaa endoprosthesis contralateral leg component were implanted. The following month, the devices were explanted. The physician explanted the devices because the pt had an aortic duodenal fistula.